Event description:
It was reported that the patient fell. It was reported that an x-ray was taken and confirmed lead migration. No additional information was provided regarding the fall incident. The patient underwent scheduled revision surgery to replace the left lead. The procedure was successful, with no report of patient harm or injury. There was no allegation against the function of the device. The lead assembly was returned for analysis. There were no coil fracture wires observed. One tine of the distal anchor was bent back, suggesting that the lead may have been pulled out of position. The lead passed the functional test, and all circuits were intact.

Manufacturer narrative:
Mml reference # (B)(4). B2-other: patient fell requiring surgical procedure to replace the migrated lead.